Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing the cycler set and the patient event of peritonitis with subsequent hospitalization and transition to hemodialysis (hd). There is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the cycler set. Additionally, there is no allegation of a device malfunction or deficiency or cycler set defect reported for this event. Although the cause of the peritonitis is unknown, pseudomonas peritonitis is related to contamination and often associated with infection of the pd catheter. This is supported by the report of the patient having the pd catheter removed and transitioning to hemodialysis. Based on the available information and no allegation of a malfunction, deficiency or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a patient was experiencing symptoms of peritonitis for several days. The patient was admitted to the hospital on (B)(6) 2020 and diagnosed with peritonitis. The patient¿s pd catheter was removed. Additional information was obtained through follow-up with the pdrn. The patient started to have symptoms of nausea, vomiting, abdominal pain, and anorexia on november 9 or 10, 2020. The patient presented to the hospital on (B)(6) 2020 and was admitted with a diagnosis of peritonitis. A pd effluent culture was obtained on the same date and resulted positive for pseudomonas (species not provided). The patient was initiated on antibiotic therapy with cefazolin and then switched to cefepime (route, dose, frequency, and duration unknown). The patient¿s pd catheter (not a fresenius product) was pulled on (B)(6) 2020 and the patient transitioned to hemodialysis (hd). The patient was discharged on (B)(6) 2020 with cefepime to be administered with in-center hd treatments with 2g/23g for three weeks. The pdrn did not have the patient¿s hospital records to provide any additional information. The cause of the peritonitis is unknown. The patient denies any contamination or break in aseptic technique. No further information was provided.